Manufacturer narrative:
Final analysis found rib clavicular crush at 17.0 cm to 17.9 cm from the connector pin. The insulation and coil damage caused by the crush could have contributed to the complaint of low impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the right ventricular lead exhibited low lead impedances, the lead was fractured. The lead was explanted and replaced.